Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number 2017865-2024-33765. It was reported that during a follow up in clinic, inadequate capture was noted on the right ventricular (rv) lead. A revision procedure was performed and the rv lead and rv lead were noted to be adhered to each other via fibrous tissue. The physician does not allege the adhesion of the leads contributed to the inadequate capture. The rv lead and the ra lead were explanted and replaced to resolve the event. The patient was in stable condition.